Manufacturer narrative:
Retainer ring: clear. Customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2021. Also, on (B)(4), svn# (B)(6) - customer returned pump for an alleged battery cap cracked/damaged found on (B)(6) 2020. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 10:06:00.000; (B)(6) 2021 02:04:00.000; (B)(6) 2021 14:18:00.000; (B)(6) 2021 21:31:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:02:55.000; (B)(6) 2021 08:27:06.000 and (B)(6) 2021 08:27:44.000; (B)(6) 2021 18:06:44.000; (B)(6) 2021 21:33:03.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 08:27:35.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2 and battery tube assembly. No corrosion or moisture damage found on the force sensor and motor assembly noted. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement due to corrosion on the pcba2. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to confirm battery cap damage due to pump received without the original battery cap. A cracked retainer was confirmed. Low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba2. During visual inspection, corrosion was also found on the pcba1 and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pumps battery lasts less than expected. The issue was not resolved after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.